Event description:
Note: this report pertains to the first of two malfunctions which occurred during this event. It was reported to boston scientific corporation that a cre pulmonary balloon dilatation catheter was used during a bronchoscopy procedure performed in 2008. According to the complainant, the black radiopaque marker on the balloon "was catching on something in the scope" and detached in the scope. Reportedly, the physician was able to retrieve the black sleeve because it was stuck to the end of the catheter. The device was removed and replaced with another cre pulmonary dilation catheter. Refer to associated manufacturer report# 3005099803-2008-06561 for details regarding the second device.

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for eval, it has not been received. The device eval has not been performed; the cause of the reported malfunction is undetermined.